Event description:
The tip sheared off in the patient.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Return is expected, at which time a supplemental report will be provided.